Manufacturer narrative:
Batch review performed on 01 february 2024 lot 164607: (B)(4) manufactured and released on 07-nov-2016. Expiration date: 2021-10-27. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 6 years and 8 months from the primary, the patient came in reporting pain due to a potted stem and the cause of the potted stem is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.